Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and fluid (saline solution) escaped from an unintended location of the sheath. The inner sheath was kinked. No dislodgments or separations were noted with the brim cap, hub, or hemostatic valve. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
On 22-jul-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large and fluid (saline solution) escaped from an unintended location of the sheath. The inner sheath was kinked. No dislodgments or separations were noted with the brim cap, hub, or hemostatic valve. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and also the dilator was found damage. A big bent was observed on the proximal side of the dilator. Additionally, a microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002648 number, and no internal actions related to the complaint were found during the review. The dilator issue reported by the customer was confirmed. Additionally, the dislodgement of the valve could be related to the leak issue reported by the customer; therefore, the leak issue was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and the damage on the dilator. The instructions for use contain (IFU) the following warning and precaution: always observe acceptable hemodynamics prior to advancing the dilator or any other component. Before inserting the device into the patient, pre-assemble the steerable sheath and dilator. During insertion, always use the stylet to facilitate needle passage through the dilator sheath assembly. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).